Event description:
It was reported that about three weeks post implant the atrial lead was observed to be undersensing. It was noted that there were numerous events recorded as ventricular sensing episodes that clearly showed atrial undersensing with overpacing in the atrium. The physician first tried to provide more slack for the lead but sensing was only marginally better. The physician then decided to explant the lead and replace it with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947m55 lead implanted: 2014-(B)(6); 439688 lead implanted: 2011-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, visual summary analysis of the lead indicated apparent explant damage and stretching. Additional analysis notes stated that the lead was returned with explant damage and appears to have been stretched and due to the limited amount of blood ingress it is likely all damage occurred during explant.